Manufacturer narrative:
On 3-nov-2020, mentor received additional information regarding the date of explantation. The patient is scheduled to undergo explantation on (B)(6) 2020. The relevant fields have been updated. Updated reason for device explant and/or reoperation: capsular contracture. H6 patient code 3191: medical device removal. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 8-dec-2020, mentor received additional information regarding the pateint¿s symptoms, revision surgery, and replacement implants. The patient underwent bilateral removal and replacement with two 800cc mentor memorygel breast implant prostheses (catalog #: 3505800bc, right serial #: (B)(6), left serial #: (B)(6)), due to right-sided capsular contracture. During the revision surgery, bilateral grade 4 capsular contracture was noted by the patient¿s surgeon. On 10-dec-2020, the suspected medical device was returned for evaluation. On 15-dec-2020, it was found that incorrect manufactured date and date of implantation were reported on the previous report. The relevant fields have been updated. It was found that incorrect statement regarding the suspected medical devices were reported on the previous report. On 22-dec-2020, the investigation on the suspected medical device was completed. Investigation summary : during visual evaluation of the device, no apparent damage or visual anomalies were observed in the product. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4) on the previous report, the manufactured date and implantation date were stated as 15-feb-2019 and (B)(6) 2018. However, the correct manufactured date and implantation date were 11-feb-2019 and (B)(6) 2019 respectively. On the previous report, it was stated that a 44-year-old hispanic/latina female patient underwent a breast augmentation revision with 650cc mentor memorygel breast implants. However, the correct statement is a 44-year-old hispanic/latina female patient underwent a breast augmentation revision with a 650cc mentor memorygel breast implant (right) and a 600cc mentor memorygel breast implant (left).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic/ latina female patient underwent a breast augmentation revision with 650cc mentor memorygel breast implants and experienced postoperative right-sided capsular contracture (baker grade IV). The diagnosis was confirmed by a physician upon examination. As a result, the patient underwent bilateral explantation on (B)(6) 2020 and replaced with unspecified mentor gel breast implants.

Manufacturer narrative:
On 17-apr-2020, mentor received additional information regarding the date of explantation. The revision surgery was cancelled. The relevant fields have been updated. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: n/a. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On april 2, 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).